Event description:
During a retrospective review of pt data at various european locations, it was noted that the pt's predominant seizures (tonic-clonic seizures) were noted as having an increase in frequency, as well as an increase in the duration of seizures, ictal severity and post-ictal severity of seizures at the 1-year and 2-year follow-ups. It was also indicated that the pt's other seizure types (partial seizures with secondary generalization, myoclonic seizures and atypical absence seizures) were increasing at the same visits. It was noted at the pt's most recent visit ((B)(6) 2010) that the device was disabled due to unk reasons. A search performed in the manufacturer's programming history database indicated that the last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.